Event description:
Reporter states patient tested 2.4 inr on the coaguchek xs plus system while a comparison lab returned as 1.88 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not returned.